Event description:
It was reported the switch emitted sparks. The user has not returned the unit to co for inspection. All attempts have been made to get more info about the event. No deaths or injuries has been reported. This event is not considered reportable under 21 cfr 803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.